Manufacturer narrative:
A field service engineer (fse) was dispatched. On (B)(6) 2016, fse conducted follow-up with the customer over the phone to address the reported event. Fse instructed the customer to replace the column and reset the device. The customer was subsequently able to run patient samples and the device operated without issues. No further action was required by field service. The most probable cause of the reported event was due to fault/failure of column. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported a gradient sensor error and "pressure limit over" with their g8 analyzer. A field service engineer (fse) was dispatched to address the reported event. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.